Event description:
During tunneling procedure, for catheter placement, an infection was uncovered. The catheter was removed but the pump was left implanted. The infection was to be treated. Pump programmed to minimum rate mode. Drug cocktail of dilaudid 60mg/ml (primary drug), baclofen and tetracaine in the reservoir.